Event description:
Patient phoned into the clinic with pain on left testicle and feeling some "cords" in the scrotum.

Manufacturer narrative:
Per 08-jan-2025 case report form (crf), patient outcome was "resolved, with no residual effects."